Event description:
It was reported that the cement leaked when mixing with the autoplex system and the extension tube broke during preparation prior to a procedure. A back-up kit was used to complete the procedure successfully, with no pt or user injuries or adverse consequences.

Manufacturer narrative:
The device is not available for eval. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.